Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿improved electrical performance/stability of a novel active fixation coronary sinus lead compared to passive fixation leads: a multi-centre study.¿ european heart journal, volume 40, issue supplement_1, october 2019, ehz746.0623, https://doi.org/10.1093/eurheartj/ehz746.0623 poster session 6: cardiac resynchronisation therapy: p5681. Esc congress 2019 together with world congress of cardiology. 31 august ¿ 4 september 2019, paris - france. If information is provided in the future, a supplemental report will be issued.

Event description:
The complainant reported a (B)(6) japanese female patient had impella cp pump inserted in the left axillary for cardiomyopathy. It was reported the patient experienced hematuria which became slightly darker. The physician suspected hemolysis which was believed was due to impella. Impellas position was confirmed via echocardiogram (echo). Due to severity of the suspected hemolysis the impella device was explanted. After explant the patient remained stable.

Manufacturer narrative:
The pump was returned for review and no damage was found to any of the components in the flow of blood. The reported biomaterial was not found indicating the biomaterial evidence was likely removed during the hospital's pathology dept. Investigation. The pump passed hemolysis testing. The root cause was unable to be determined because the failure could not be reproduced. Data logs were not returned for review. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.